Manufacturer narrative:
Device passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime device during prime test due to faulty forced sensor resistor (gold). Unable to perform occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor error while changing reservoir. Customer¿s blood glucose was 320 mg/dl. Customer stated that drive support cap was normal and insulin pump was not exposed to high magnetic field. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump will be returned for analysis.